Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint (B)(4) is linked to complaints (B)(4). (B)(4) captures the hardware removal held on (B)(6) 2016. (B)(4) captures the initial surgery held on (B)(6) 2015. (B)(4) captures the placement of the external fixator on (B)(6) 2015.

Manufacturer narrative:
Complaint was reviewed and determined to be a part of recall. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a total of five surgeries for the implantation and removal of the radial head prosthesis system including a placement and removal of an external fixator. The patient was initially implanted with the radial head prosthesis system on (B)(6) 2015. It was reported that within a matter of days of the initial surgery on (B)(6) 2015, the patient was brought back to the operating room and had another radial head and stem placed due to instability. It was determined that the joint was overstuffed and the surgeon put in smaller devices as well as performed an ulna ligament repair. A postoperative x-ray, date unknown, revealed that the implants were loose. Therefore, on (B)(6) 2015, in addition to the implants, the surgeon placed an external fixator to provide stability. A planned removal of the external fixator was performed on (B)(6) 2015. It was reported that the implants remained loose and the patient was not happy with the results. Therefore, on (B)(6) 2016, the patient was brought back to the operating room to have the implants removed. At that time, the surgeon prophylactically placed antibiotic beads prior to closing the patient. There were no reported signs of infection. The patient was not replaced with new hardware. As of (B)(6) 2017, the joint was reported as having excellent stability.

Manufacturer narrative:
This report is for one unknown radial stem. Part and lot number were not provided for reporting. Other number¿UDI: part number unknown, UDI is unavailable. The original implant date was reported as ¿over a year ago¿ prior to the date of this report. The subject device is not is expected to be returned to the synthes manufacturer for evaluation. 510(k): without a part number the 510(k) cannot be identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the service and repair and device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent the removal of an unknown radial head prosthesis system on an unknown date due to looseness and instability of her arm. The original implant date was reported as ¿over a year ago¿. The surgeon excised the radial head and cleaned around the area. No additional hardware was implanted. Per the surgeon, the patient had a ¿whole host of other medical problems that contributed to the looseness of the devices.¿ no further information is available for reporting. This report is for one unknown radial stem. This report is 2 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Initial medwatch (B)(4) incorrectly reported ¿without a lot number the service and repair and device history records review could not be completed.¿ this device is an implant and therefore a service and repair history review would not be applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.